Manufacturer narrative:
Visual inspection under 30x magnification indicates no discrepancies concerning j stiffener wire. X-ray of lead distally confirms no j stiffener wire discrepancies. X-ray of lead distally also indicates a portion of broken stylet visible between fixation helix housing and distal anode band.

Event description:
Device analysis is provided.